Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device could not confirm the reported breakage, however, the device was found to be cracked. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument was reported as broken.